Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, no data was recoded after the sensor was inserted. Customer's blood glucose was unknown. The sensor was removed and the electrode was very short, shorter than usual.